Event description:
It was reported that the customer sat on the pump and as a result the touch screen became shattered and unresponsive. In addition, the majority of the pump touchscreen was blacked out. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.